Event description:
Customer reported that a physicist found the dose to be high, and he would like the unit checked. There is no patient involvement. Check physicist discrepancy, relating to maximum dose, collimation, and resolution. Maximum dose to be checked with radcal 9010s dosimeter, radcal 9060 converter, and 40x5-60 ion chamber, all with calibration due 2008.

Manufacturer narrative:
The service rep checked image resolution utilizing a converging line pair tool - normal mode is 2.5 lp/mm, mag 1 is 3.5 lp/mn, and mag 2 is 4.0 lp/mm, all above specification. Films taken. Checked collimator, and although slightly off, it was still within tolerance. I adjusted the collimator and camera for optimal collimator accuracy, film taken. Checked auto kv tracking, and found it functioning properly and within specification. Checked dose at maximum kv and ma in all modes, measured 30 cm above the ii surface: fluoro at normal field: 8.632 r/min; fluoro at mag 1: 8.525 r/min; fluoro at mag 2: 8.250 r/min; hlf fluoro at normal field: 16.47 r/min; hlf fluoro at mag 1: 15.32 r/min, and hlf fluoro at mage 2: 15.92 r/min. The 9800 c-arm is functioning as intended and is within specifications.